Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they recently underwent a fill volume increase from 2000 ml per exchange to 2400 ml. Following the treatment changes, the patient began feeling like their testicles were swelling, and they noted a bump in their abdomen. Additionally, the patient reported their abdomen becomes distended and bloated during treatment, and they feel pain and discomfort when coughing or sneezing. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed (outpatient radiological testing confirmed) with two umbilical hernias and an inguinal hernia. The only intervention performed was the elimination of the patient¿s last fill (2000 ml). Per the pdrn, these measures have solved all the patient¿s complaints of testicular swelling, abdominal distention/bloating, and pain/discomfort when sneezing or coughing. Currently the patient is scheduled to see the surgeon after thanksgiving, unless the hernias worsen, or resume causing pain/discomfort. The pdrn stated to their knowledge, none of the hernias were known/present prior to the patient beginning pd therapy. The pdrn confirmed the cause of the hernias is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they recently underwent a fill volume increase from 2000 ml per exchange to 2400 ml. Following the treatment changes, the patient began feeling like their testicles were swelling, and they noted a bump in their abdomen. Additionally, the patient reported their abdomen becomes distended and bloated during treatment, and they feel pain and discomfort when coughing or sneezing. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed (outpatient radiological testing confirmed) with two umbilical hernias and an inguinal hernia. The only intervention performed was the elimination of the patient¿s last fill (2000 ml). Per the pdrn, these measures have solved all the patient¿s complaints of testicular swelling, abdominal distention/bloating, and pain/discomfort when sneezing or coughing. Currently the patient is scheduled to see the surgeon after thanksgiving, unless the hernias worsen, or resume causing pain/discomfort. The pdrn stated to their knowledge, none of the hernias were known/present prior to the patient beginning pd therapy. The pdrn confirmed the cause of the hernias is unknown.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of two umbilical hernias and an inguinal hernia (characterized by feelings of distention, bloating, pain, and discomfort), which required ccpd prescription changes (discontinued last fill). Presently there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) was deficient, malfunctioned, failed to meet the users¿ expectations¿ and/or the manufacturers¿ specifications. However, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the patient¿s inguinal and umbilical hernias, as the date of their formation is unknown. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.